Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. The cause of low bg was unknown. The customer stopped insulin delivery, then they became unconscious, and then emergency services were called. The customer was taken to the emergency room (ER) on (B)(6) 2024 for four hours. The ambulance provided intravenous therapy (IV) and when the customer woke up, they ate carbohydrates in the ER to address bg. The customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.